Event description:
It was reported that after the pocket was closed and during the post operation check, the atrial lead was not capturing. The x-ray showed the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 5076, implanted: (B)(6) 2015. (B)(4).